Event description:
It was reported that this patient's right ventricular (rv) lead has been exhibiting high shock impedance out-of-range (oor) of over 125 ohms. Technical services (ts) indicates that three oor measurements has been recorded, but on average, shock impedance is between 100 and 120 ohms recently. Which means this is not a sudden change in the shock impedance. Ts did no notice any noise in this patient's data and recommended to perform a commanded shock to evaluate further this rv lead and/or increase the alert limit from 125 to 150 ohms. Reportedly, no commanded shocks were performed and the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.